Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2018 - 02021, 0001825034 - 2018 - 02022. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the two anchors couldn't implant as usual in the patient's body. Therefore, the surgeon used an alternative one to complete the surgery. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.